Event description:
It was reported that owing to vitreous loss and difficulty in stabilizing an intraocular lens (iol) in the right eye of a patient, the lens was required to be removed and replaced in the same procedure. In addition, the incision was possibly required to be enlarged. The iol was replaced with an anterior chamber lens (acl) in the same procedure. There was no patient injury reported. No further information has been provided.

Manufacturer narrative:
(B)(4): possible incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The incision was not enlarged as previously indicated in the initial medwatch report. All pertinent information available to abbott medical optics has been submitted. Placeholder.